Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited alarms, and the flow of medication with the 7308 (250 cassettes) was encountered. The pump was pulled and swapped out for a new pump. There was a patient involvement and no patient harm adverse event was reported.